Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that stent was fractured at the pigtail when open the package.

Manufacturer narrative:
Received 1 opened inlay ureteral stent with the original unit packaging. Visual inspection noted that one of the pigtails had fractured. The fracture was a clean cut and the stent was received out of its individual sealed polybag. No pieces of the stent appeared to be missing. A functional evaluation was performed on the returned sample using the following test method per the instructions for use: submerge a 0.038 guidewire and stent in water to activate the coating; slip the guidewire through the stent. During the functional evaluation there was no difficulty inserting the stent into the guidewire. A dimensional evaluation was performed on the returned sample: stent length = 10.25 in (specification is 10.24 in ± 0.200 in); inner diameter = 0.053 in (specification is 0.052 in ± 0.002 in); outer diameter = 0.092 in (specification is 0.091 in ± 0.002 in); eyelet diameter= 0.042 in (specification is 0.042 in ± 0.005 in). The device was found to be within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period; exercise care. Tearing of the stent can be caused by sharp instruments; care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4). Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.